Event description:
The account stated that the architect ausab reagent has generated false elevated results on a patient sample. The account provided the following results; units of measurement is miu/ml patient #1: architect analyzer axsym analyzer reactive at 17.8 non-reactive at 3.5. Retest results: reactive at 18.27 non-reactive at 4.7. Retest results were obtained one week after the initial testing. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.